Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the external cardiac monitor noted 10 seconds pauses causing the patient to experience syncope- indicating failure of rv lead. Prior to the procedure it was noted that the rv lead exhibited high capture threshold which led to failure to capture. Besides, the patient reported that during work in construction he had dropped a nail gun directly on his device which could led to header damaged. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Reported events of no pacing and material break were not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification found no anomaly contributing to reported event of no pacing.